Event description:
As initially reported by the consumer reported that the lens was damaged (at the edge) after the package was opened. After removing the lens from the eye, she experienced hemorrhage in the left eye. The consumer sought the medical attention and fragment of lens was removed by the doctor. Consumer still felt discomfort in the left eye, and it was drier than the right eye. She discontinued to use contact lens. The current status of the consumer's eye was not resolved at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).